Manufacturer narrative:
On (B)(6) 2023, the business partner (bp) medray, informed carestream health that a site exposed a patient more than 10x the expected dose. Per the investigation, it was determined that the user added a wrong view to a chest exam by mistake causing the overexposure. Root cause: the operator had added a hip view to a chest exam, due to this, the location defaulted to wall stand with detector instead of table with detector. This resulted in large mas and the operator did not verify the exposure parameters when reviewing the proper workspace selection. The operator had enough time to check the techniques on the screen. They didn't check techniques before exposing. The business parter applications went on site and explained to the customer the correct techniques to be used. The fe reiterated that the tech should verify all techniques before exposing. Per our radiation safety representative, and based on the techniques used for the exposure, the risk to this pediatric patient is minimal. The additional radiation dose is well below that which would result in any prompt effects like skin erythema, and the additional risk from stochastic effects is negligible. The system is currently in use. This was a one time event. There have been no re-occurrences. Csh has concluded this investigation.

Event description:
On (B)(6) 2023, the business partner (bp) medray, informed carestream health that a site exposed a patient more than 10x the expected dose. Expected dose: 100 kv, 28mas. Given dose: 100 kv, 353.2mas.